Event description:
Result of 96 mg/dl, at approx 9:30 am, while using the suspect device. Pt indicated that, following the blood glucose test, she had breakfast, took her medications, and sat down to watch television. Pt reported that, shortly thereafter, the televison screen became blurry, after which she lost consciousness. Pt indicated that, when she regained consciousness (having received no medical intervention), she contacted a nurse's office. Pt stated that the nurse transported her to the hospital, where her blood glucose measured 406 mg/dl (on a hospital blood glucose monitor). Pt was reportedly treated with insulin. Additionally, pt noted that the hospital performed x-rays, on her leg (results not provided), due to having injured it when falling after loss of consciousness. Pt was released, from the hospital emergency room, the following morning, at 4:00 am. Pt's current condition: feeling better. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.